Event description:
Description of events discovery of a leakage in a 50 ml luer-lok syringe during the preparation of an ivse treatment. + presence of a large quantity of air and a crack in a syringe already in use on a patient. (Event written by druart flore) immediate measures discarded syringes. Batch number retained (in case 1): 2312017 date 28/02/2024 11:00 department of origin intensive care unit probable causes waste of staff time. Danger to patient if air had been injected.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation ( barrel cracked): seven samples of reported lot 2312017 were sent to our quality team for investigation. Upon visual inspection, damage was observed on the barrel of three of the samples returned. A device history review was performed for the reported lot 2312017, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Ten retained samples of the reported lot were used for additional evaluation. All product was inspected and no damage or defects was observed on any of the devices. While we cannot identify a direct issue, based on the damage observed it was determined this likely occurred during the assembly process. Manufacturing personnel have been notified of this incident. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.